Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on stomach during a laparoscopic sleeve gastrectomy, the reload did not fire after pressing the green button. They used another device to complete the case. There was no patient injury.